Event description:
Additional information was received indicating the physician suspected a relation between the infection and right ventricular undersensing and loss of capture. The right ventricular lead, the right atrial lead, and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Additional information received indicating pocket erosion noted. The physician did not consider the performance of the lead to have contributed to the erosion.

Event description:
Related manufacturer report number 2017865-2024-22267. It was reported that during a remote follow up, undersensing and inappropriate pacing were noted on the right ventricular (rv) lead. During an in clinic follow up, loss of capture was noted on the rv lead. Additionally, evidence of infection were noted on the device implant site. It is unknown if there was a relation between the infection and right ventricular undersensing and loss of capture. Diagnostic imaging was performed and no anomalies were observed. The infection was treated with antibiotics. No additional intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The event date was estimated to have occurred in december 2023.

Manufacturer narrative:
The reported events were under sensing, inappropriate pacing, failure to capture and infection. As received, a complete lead was returned in one piece. The reported events of under sensing, inappropriate pacing, and failure to capture were confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.